Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 222mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a cracked end cap protruded/loose drive support disk. The insulin pump was also received with bleeding lcd glass, cracked reservoir tube lip, scratched screen and case, shifted end cap sticker, and cracked battery tube threads.